Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.013cm in length. A break on the optical fiber was also found at this location. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that approximately two days after an intra-aortic balloon (iab) was inserted for iab therapy the console alarmed ¿blood detected¿; this occurred in the afternoon. The nurse confirmed that there was no blood in the catheter tube, and restarted the console. The following day at midnight, the console alarmed ¿leak in iab circuit¿ and blood was noted in the catheter tube. The iab was removed and therapy was discontinued. There was no patient injury reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that approximately two days after an intra-aortic balloon (iab) was inserted for iab therapy the console alarmed ¿blood detected¿; this occurred in the afternoon. The nurse confirmed that there was no blood in the catheter tube, and restarted the console. The following day at midnight, the console alarmed ¿leak in iab circuit¿ and blood was noted in the catheter tube. The iab was removed and therapy was discontinued. There was no patient injury reported.